Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) machine displayed refilling the heater during therapy. The home patient (hp) stated he disconnected the supply bag and connected it to the heater line while in the middle of his therapy. The technical service representative (tsr) informed the hp that he cannot disconnect a solution bag and then reconnect it to another solution line while in the middle of therapy. The tsr advised the hp to end therapy and start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and inform the registered nurse (rn). No patient injury or medical intervention was indicated in association with this report. No additional information is available.